Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory indicated emi. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately one month post implant that the subcutaneous right ventricular (rv) lead experienced low defibrillation impedance the next day post implant and has remained low. The pace/sense rv lead experienced t-wave oversensing (twos) and noise. It was noted that the pace/sense rv lead had been previously reprogrammed due to the twos. Additionally, it was suspected that the implantable cardioverter defibrillator (ICD) could possibly be experiencing emi/noise. The subcutaneous rv lead, pace/sense rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6996sq41 lead implanted: on (B)(6) 2024 ; 4968-35 x2 leads implanted: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the t-wave oversensing (twos) observed were suspected to be related to the subthreshold measurements being performed by optivol.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.